Manufacturer narrative:
D4: unique identifier (UDI) #, h6: annex b annex c have been amended. Device evaluation: medtronic led an evaluation of the associated device data for the reported bipolar fenestrated grasper (bfg). Evaluation of the device data indicates that the logs do not directly track the insufficient holding strength of the instrument. The bfg had a total use time of four hundred and one minutes and a total use count of five. The bfg did not trigger any errors during this procedure. Evaluation of the device data for the reported bipolar fenestrated grasper noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during traction of gerota fascia for a robotic laparoscopic partial nephrectomy, the bipolar fenestrated grasper (bfg) had insufficient grasping tissue. The bfg was under 20% life. The bfg was changed for a new one. There was no patient injury.

Event description:
It was reported that during traction of gerota fascia for a robotic laparoscopic partial nephrectomy, the bipolar fenestrated grasper (bfg) had insufficient grasping tissue. The bfg was under 20% life. The bfg was changed for a new one. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.